Event description:
It has been reported to philips that system did not start up. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed the system did not start up. Upon functional testing it was identified that the operating system was corrupt. To resolve the issue fse restored the ghost backup from a previous backup file and recalibrated the xperct . After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.